Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump was on, but the display remained black. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified and a different issue was identified.